Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "november". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding upon application of an adc freestyle libre sensor and was therefore unable to test glucose using the sensor. Customer experienced symptoms of hypoglycemia described as "cold/hot, nausea, tremors" and subsequently lost consciousness. Customer was treated with glucagon injection by daughter and no further treatment was reported. There was no report of death or permanent injury associated with this event.